Event description:
It was reported that the patient's right hip was revised due to a femoral periprosthetic fracture sustained in a fall. A stem and head were revised. Rep confirmed there are no allegations against the revised femoral head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Manufacturer narrative:
Updated date of implant. Reported event: an event regarding periprosthetic fracture involving an accolade stem was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: not performed as no product was returned for evaluation. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: I have had the opportunity to review the information related to including the product inquiry summary an ap x-ray of a right tha. The event description from the product inquiry summary states: x-ray right after the tha shows a metal piece in the body... The single ap x-ray shows a pressfit right tha in anatomic position. There is an oblique peri-prosthetic fracture through the greater and lesser trochanters. It is confirmed that a peri-prosthetic fracture occurred in relation to a right pressfit tha. No information was provided documenting revision surgery to revise the head and stem and stabilize the fracture. The root cause of this event cannot be determined from this limited information. Should additional information become available I would be happy to further this assessment. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been no other similar events for the lot referenced. Conclusions: an event regarding periprosthetic fracture sustained following a fall. The event was confirmed through clinician review who indicated " there is an oblique peri-prosthetic fracture through the greater and lesser trochanters. It is confirmed that a peri-prosthetic fracture occurred in relation to a right pressfit tha." The exact cause of the event cannot be confirmed as insufficient information. Further information such as operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to a femoral periprosthetic fracture sustained in a fall. A stem and head were revised. Rep confirmed there are no allegations against the revised femoral head.